Manufacturer narrative:
One device returned for evaluation. Upon visual inspection, it was observed the inflation line was detached; no inflation line present. The cause of issue was determined to be either insufficient solvent due to inflation line not correctly inserted in the dispenser, or lack of detection by production personnel who performs the fit of inflation line to tube. 32 samples were reviewed during manufacturing process, and no discrepancies were found.

Event description:
Information was received that a smiths medical portex endobronchial tube had a balloon that was porous. Patient was re-intubated urgently.